Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) was fractured. Due to noise on the rv lead the patient received multiple inappropriate shocks. Additionally, the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion due to the shocks delivered. The ICD detections were programmed off, and the rv lead was turned off. A procedure to replace the rv lead and ICD is planned; however, they remain implanted until the procedure occurs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.